Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a trauma on the contra-lateral side, after which in situ measurements showed some affected channels. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation is necessary. Re-implantation is considered but no date has been scheduled yet. The user will continue to be monitored.

Event description:
The user had a trauma on the contra-lateral side, after which in situ measurements showed some affected channels. Re-implantation was considered but no date had been scheduled. The user will continue to be monitored.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had a trauma on the contra-lateral side, after which in situ measurements showed some affected channels. The user was re-implanted on (B)(6)2023.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had a trauma on the contra-lateral side, after which in situ measurements showed some affected channels. The user was re-implanted.